Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had diabetes complications - the customer's blood glucose fluctuated a lot. The caller stated that the customer passed away at home, on (B)(6) 2016. The cause of death was stage 4 prostate cancer. The caller stated that the illness started in (B)(6) 2014. The caller did not know the customer's exact blood glucose value at the time of death, but they stated that it was high. The caller stated that the customer had a kidney transplant and occasional infections. The customer was not wearing the insulin pump at the time of death; it was disconnected the last few days. The insulin pump was disconnected by the nurse. The caller stated that they do not wish to return the insulin pump right now. The caller did not have the insulin pump at the time of the phone call. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.